Event description:
Injury (patient / other): no. Product possibly involved in injury: no. Product available for examination: yes. Origin: patient. Complaint: valve damaged, probably by a sharp object, therefore possibly tampering. Product information: item no: 50-7050/v001 - pleurx¿ pleural catheter. Additionally affected article no: 50-7050/v001 - pleurx¿ pleural catheter. Additionally affected lot no.: 0001526355. Description of the problem (what / why): valve damaged. How often has the defect occurred? Once. Medical intervention (other than first aid): no. Needle/probe puncture: no. Other measures taken: no. Safety issue: no. Problem resolved: yes. How the problem was solved / additional information: valve replacement photo / sample available: yes. Safety valve broken / damaged / disconnected: yes. Safety clamp open when valve is broken/damaged/disconnected: no. Nose of safety valve broken/damaged: no. Locking tab broken/damaged: no. Leakage: yes. Successful drainage: yes. Impact on the patient: no indication of this / not applicable exposure to blood/body fluid: no. Course of treatment changed due to the event: no. Time of catheter placement: (B)(6) 2024. Connected device (pleurx/peritx/brand) 50-7050. Procedure performed by: ewimed employee. Procedure performed on: at home. Replacement requested: no. Credit requested: no. Final letter required: yes. Additional information: defect pattern information: fault location: valve. Type of fault: damaged. (Broken, brittle, deformed) as per customer follow-up : as per event description "valve damaged, probably by a sharp object" was the valve damaged due to user error ( misuse)? - probably, not exactly known was the valve broken? - no. Was there leakage occurred at the valve due to damaged valve? - yes. Date of the event? - 2024-06-14.

Manufacturer narrative:
Pr (B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a2301. Patient problem code: f26.

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001526355 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Per the valve supplier certificate of conformance, the "valves have been 100% air leak tested in process. Based on the quality team's investigation and as per the statement provided, " valve damaged, probably by a sharp object, therefore possibly tampering". The potential cause could be attributed to misuse. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
Injury (patient / other): no. Product possibly involved in injury: no. Product available for examination: yes. Detection site: 2 - on application. Origin: patient. Complaint: valve damaged, probably by a sharp object, therefore possibly tampering. Additional information: description of the problem (what / why): valve damaged. How often has the defect occurred? Once. Medical intervention (other than first aid): no. Needle/probe puncture: no. Other measures taken: no. Safety issue: no. Problem resolved: yes. How the problem was solved / additional information: valve replacement. Photo / sample available: yes. Safety valve broken / damaged / disconnected: yes. Safety clamp open when valve is broken/damaged/disconnected: no. Nose of safety valve broken/damaged: no. Locking tab broken/damaged: no. Leakage: yes. Successful drainage: yes. Impact on the patient: no indication of this / not applicable. Exposure to blood/body fluid: no. Course of treatment changed due to the event: no. Time of catheter placement: (B)(6) 2024 connected device (pleurx/peritx/brand): (B)(6). Procedure performed by: (B)(6) employee. Procedure performed on: at home. Replacement requested: no. Credit requested: no. Final letter required: yes. Additional information: defect pattern information: fault location: valve. Type of fault: damaged (broken, brittle, deformed). As per customer follow-up: - as per event description "valve damaged, probably by a sharp object" was the valve damaged due to user error (misuse)? - probably, not exactly known. - was the valve broken? - no. - was there leakage occurred at the valve due to damaged valve? - yes. - date of the event? - (B)(6) 2024.